Event description:
It was reported that the pump was having unspecified charging issues, resulting in the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.